Event description:
The patient sustained a fracture of the left radial head on (B)(6) 2006. On (B)(6) 2006 the patient underwent surgery, orif (open reduction and internal fixation) and a radial implant was utilized. As a result of continued pain, the patient was returned to surgery on (B)(6) 2006. At the time of surgery, attempts were made to test the locking mechanism of the implant. Failure to succeed in locking resulted in removal of the implant and placement of new implant of the same size.